Event description:
It was reported that the procedure was to treat an unspecified lesion in the anterior tibial artery. While trying to remove the device from the anatomy, resistance was felt with the microcatheter and the coating on the winn guide wire stripped off inside of the microcatheter. The guide wire and the microcatheter had to be removed as a single unit. No coating stripped off in the anatomy, as it remained inside of the microcatheter. There was no adverse patient effect and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The guide wire was returned and investigated. It was noted that the core was separated, the polymer coating was separated and there was bunching on the polymer coating. A portion of the polymer on the distal end of the polymer coating separation was pulled and folded over distally over the polymer coated core, confirming the reported peeling. There was tears sporadically 21cm distal to end of the proximal polymer coating for a length of 3cm. There were multiple bends and kinks in the entire length of the core. The reported difficult to remove and peeling were confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Factors that may contribute to the difficulty to remove the guide wire and cause resistance between the devices may include, but not limited to, manufacturing, device placement technique, guiding catheter support, anatomical conditions/patient anatomical morphology, inner diameter of guide wire lumen or delivery device, outer diameter of the guide wire, condition of the guide wire, condition of the delivery/guiding catheter device, coagulation of blood or procedural contaminates. Additionally, possible factor that may contribute to guide wire breaks/separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided by the account, the investigation was unable to determine a conclusive cause for the reported difficulty to remove, peeling and noted separations and polymer damages. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.